Manufacturer narrative:
Age of device: 4 years, 2 months, 17 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2014. It was reported that patient was re-admitted with low flow alarms which were due to aortic insufficiency (ai). A CT angiogram was performed which was negative for kink or obstruction. The patient was asymptomatic at the time of event. The patient's low flow resolved with a higher pump speed set at 10,000 rpm to overcome ai. It was reported that patient is doing well at home. No further information was provided.

Manufacturer narrative:
Investigation summary: the patient remains ongoing on vad support. A direct relationship between the device and the reported event could not be determined. On (B)(6) 2018, the center reported that the patient had been readmitted with multiple low flow alarms. The center suspected that the low flow was due to aortic insufficiency. A cta was negative for kinks or obstructions and the patient was clinically asymptomatic. The hmii IFU patient care and management section explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and provides information regarding the assessment of pump flow. The patient handbook¿s power module alarms section provides information on all system alarms and the actions associated to resolve the alarms. A section on handling emergencies is also provided. The relevant sections of the device history records were reviewed and showed no deviations from mfg or qa specifications. No further information was provided. The manufacturer is closing the file for this event.